Manufacturer narrative:
Evaluation results: deformation problem. Related to operational context-patient lesion morphology coupled with use of the device. Evaluation conclusion: operational context caused or contributed to the event-patient lesion morphology coupled with use of the device. (B)(4).

Event description:
Patient was hospitalized for iliac artery blocking. Lesion was reported to exhibit serious calcification, more than 50% stenosis, no tortuosity. The complete se was inspected prior to use with no abnormalities noted. The doctor punctured the patient on the left side. The device was delivered to the lesion without issue. After the doctor deployed the complete se iliac peripheral stent, resistance was encountered during removal ,the tip of the device "dropped out." The doctor implanted a guiding catheter on the right side and pushed out the tip . No clinical sequelae reported. Evaluation summary: the proximal end of the distal tip was severely flared and raised indicating that it may have snagged during removal. The inner member was kinked proximal to the distal end. The distal tip was displaced proximally on the inner member. There was evidence of adhesive on the polyimide inner member as well as traces of adhesive and polyimide inner member tubing on the detached tip indicating that the unit was processed through the tip to inner member bond operation. Tip to inner member bond tensile was performed on one unit from this batch with a tensile value of(B)(4) obtained; the tensile specification is 2.5lbs minimum.